Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure involving the pipeline embolization device (ped2-500-16 and ped 2-500-18), the distal part of the flow diverter failed to open on two separate occasions. The procedure was conducted on an unruptured saccular aneurysm located in the right internal carotid artery. The distal landing zone measured 4.6mm and the proximal landing zone measured 4.8mm, with moderate vessel tortuosity. Despite attempts to open the distal part of the device, it remained closed. The pipeline was not positioned in a bend, and less than 50% of the device had been deployed when the issue occurred. The device was resheathed less than or equal to two times and subsequently removed with the microcatheter. Dual antiplatelet treatment was administered, and the angiographic result post-procedure was satisfactory. The devices were never implanted and were removed from the patient. The pipeline was replaced by another manufacturer's product. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event. Ancillary devices: sheath neuromax 088, guide catheter vecta 74, microcatheter xt27, guidewire asahi chikai 14.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the distal end did not open sufficiently in curvy anatomy, distal part deformed after removal. The procedure was significantly delated (approximately 1 hour) and in the end the aneurysm had to be treated by means of classic coiling.

Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361). As found condition: the pipeline flex shield embolization device was returned for analysis within shipping box; and within a plastic bio-pouch. Damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found to be fully opened and damaged. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure/incomplete open distal (flex) as the pipeline flex braid were found to be fully opened and damaged. However, the root cause could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting additional steps attempted to open the pipeline included trying different possibilities to open the ped2, resheath, unsheath, push, exchange technique. They called another colleague for support, but they couldn¿t open the two devices. Ballooning was not possible, because the ped wasn¿t detached.

Event description:
Additional information was received reporting the cause of the pipeline failure to open was unknown. This was confirmed with the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.